Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexav delivery system. During procedure, when the navitor valve was deployed, it slide down left ventricular outflow tract (lvot) calcium ridge. The valve was recaptured and redeployed a couple times before final position at 10mm depth on non-coronary cusp (ncc). The valve may have slid down lvot (left ventricular outflow tract) calcium ridge on final deployment and a mild to moderate leak was noted on final deployment around calcium. One time post balloon aortic valvuloplasty (bav) was performed with a 22mm balloon and three times with a 24mm balloon. After post bav, the patient presented with left bundle branch block (lbbb) on electrocardiogram (EKG) and a temporary pacer was placed. The physician consulted cardiothoracic surgeons (cts) for valve removal but, decided to perform transesophageal echocardiography (tee) and again in 3-4 weeks prior to deciding on surgery. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexav delivery system. During procedure, when the navitor valve was deployed, it slide down left ventricular outflow tract (lvot) calcium ridge. The valve was recaptured and redeployed a couple times before final position at 10mm depth on non coronary cusp (ncc). The gradient was 1mmhg. The valve may have slid down lvot (left ventricular outflow tract) calcium ridge on final deployment and a mild to moderate leak was noted on final deployment around calcium. One time post balloon aortic valvuloplasty (bav) was performed with a 22mm balloon and three times with a 24mm balloon. After post bav, the patient presented with left bundle branch block (lbbb) on electrocardiogram (EKG) and a temporary pacer was placed. The physician consulted cardiothoracic surgeons (cts) for valve removal but, decided to perform transesophageal echocardiography (tee) and again in 3-4 weeks prior to deciding on surgery. The patient was reported stable. On (B)(6) 2025, it was reported that the 27mm navitor vison valve was surgically removed on (B)(6) 2025 due to due to mild to moderate leak, reduced ejection fraction (ef) to 45% and progressing left ventricular (lv distention). A new non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, valve underexpansion, perivalvular leak (pvl), and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to patient anatomy (left ventricular outflow tract calcium ridge). The reported pvl appears to be related to patient anatomy (calcification). A cause for the reported heart block could not be conclusively determined. The reported unexpected medical interventions and hospitalization were the results of case-specific circumstances. The reported heart failure appears to be related to worsening patient condition. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexav delivery system. During procedure, when the navitor valve was deployed, it slide down left ventricular outflow tract (lvot) calcium ridge. The valve was recaptured and redeployed a couple times before final position at 10mm depth on non coronary cusp (ncc). The gradient was 1mmhg. The valve may have slid down lvot (left ventricular outflow tract) calcium ridge on final deployment and a mild to moderate leak was noted on final deployment around calcium. One time post balloon aortic valvuloplasty (bav) was performed with a 22mm balloon and three times with a 24mm balloon. After post bav, the patient presented with left bundle branch block (lbbb) on electrocardiogram (EKG) and a temporary pacer was placed. The physician consulted cardiothoracic surgeons (cts) for valve removal but, decided to perform transesophageal echocardiography (tee) and again in 3-4 weeks prior to deciding on surgery. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, valve underexpansion, perivalvular leak (pvl), and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to patient anatomy (left ventricular outflow tract calcium ridge). The reported pvl appears to be related to patient anatomy (calcification). A cause for the reported heart block could not be conclusively determined. The reported unexpected medical interventions and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.